Event description:
Pt presented to md office with c/o falling and dizziness for one week. An EKG revealed 3rd degree heart block. Pt was taken to the ER and admitted for placement of a permanent pacemaker. The procedure was completed and the pacemaker was analyzed in the or. All was working well including the auto capture. Following an xray in pacu it was noted that the ventricular lead was not functioning. Surgeon noted possibility that the lead was pulled out when the pt sat up. Pt was returned to the or where the ventricular lead was removed and a new lead implanted. The pt had no adverse outcome.